Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8835, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. A poor communication screen on the patient's personal therapy manager (ptm) was reported. It was further clarified that the patient was seeing a poor communication icon. The patient did not use an antenna. Electromagnetic interference sources were noted to be present as the patient was in a hospital bed with a lot of medical equipment nearby. However, she was able to get boluses "a couple of times" while in the hospital, but the ptm would not communicate "now". The patient was noted to be in the hospital because she had her lower intestines removed. It was speculated that the pump may have shifted due to the surgery, possibly the reason for the poor communication, but the pump movement was not confirmed. It was further noted that the patient was due for a refill "next week." No symptoms were reported and the event date was noted to be (B)(6) 2016. Additional information was received from a consumer. The pump was delivering dilaudid (unknown concentration and dose). The date of the event was (B)(6) 2016. It was reported the patient was having problems with the pump. The patient had their colon and large intestines removed on (B)(6) 2016. Since then the pump was drifting to the left. The patient had excruciating pain around the whole pump and looked like they were eight ¿months pregnant.¿ the patient planned to follow up with their healthcare provider. No further complications were reported/anticipated.